Manufacturer narrative:
As reported, the bard/davol capsure straight fastener did not fixate the mesh. The device has been returned. While the sample evaluation is anticipated, it has not get begun. At this time, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 685 units released for distribution in november, 2020. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used. Place the tip of the capsure¿ permanent system at the desired location and apply adequate counter pressure. Different types of mesh may require different amounts of counter pressure. Adjust angle and counter pressure appropriately. Compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." When sample evaluation is completed, a supplemental MDR will be submitted.

Event description:
As reported, during a procedure on (B)(6) 2021, a bard/davol capsure straight fixation device was fired; the trigger could not be pulled and the fastener did not fixate completely. It was reported that the procedure was completed with another fixation system. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol capsure straight fastener did not fixate the mesh. The device has been returned. While the sample evaluation is anticipated, it has not get begun. At this time, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(6) units released for distribution in (B)(6) 2020. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used. Place the tip of the capsure¿ permanent system at the desired location and apply adequate counter pressure. Different types of mesh may require different amounts of counter pressure. Adjust angle and counter pressure appropriately. Compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Addendum: h11: this supplemental MDR is submitted to document the results of sample evaluation and corrected event date. Visual examination showed no damaged device components. Functional testing resulted in the deployment of proud fasteners. The subject product was found to have been returned with the tack setback out of spec and internal gears out of sync. The condition is not indicative of the as manufactured condition. Evaluation of the sample confirms the event that the fasteners did not fixate as reported. Based on the sample evaluation and investigation performed, the most likely root cause is the event occurring during user/device interface, however a definitive root cause has not been established. Updated fields: a2, a3, a4, b4, b5, d6a, e1, g3, g6, h2, h3, h6, h10, h11. Corrected fields: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6) 2021, a bard/davol capsure straight fixation device was fired; the trigger could not be pulled and the fastener did not fixate completely. It was reported that the procedure was completed with another fixation system. There was no reported patient injury. Addendum: as reported, during a laparoscopic umbilical hernia repair procedure on (B)(6) 2021, a bard/davol capsure fixation device was used to fixate an unknown mesh. As reported, the capsure device dysfunctioned, fastener placement was improper and the fasteners failed to fully penetrate the abdominal wall.